Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. On (B)(6) 2014, hsg was done and revealed tubal occlusion. On (B)(6) 2015, she went to her doctor for her annual exam and was told that she was pregnant. Pregnancy was confirmed by urine test, blood test and ultrasound. Consumer did not want to tell how pregnant she was. Follow-up information received on 04-dec-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. Follow up information received on 11-jan-2016 (consumer pregnancy questionnaire): essure was not inserted after a pregnancy. The consumer medical history included 2 pregnancies and 2 births; she had no previous gynecological procedure or problems and her body mass index was normal. The consumer used oral contraceptive gildess as back up contraception. The hsg was done on (B)(6) 2014. On (B)(6) 2015, pregnancy was confirmed by blood test and urine test. The pregnancy was also confirmed by ultrasound. The consumer reported the pregnancy was ectopic and resolved naturally. At time of the report, essure devices were not removed. The consumer stated her condition was definitely an essure failure since sperm was able to get past it; she reported essure had been in place for almost 2 years. Case upgraded to incident. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented ectopic pregnancy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In the present case, it was reported that confirmation test was performed and, approximately 22 months after insertion, consumer had an ectopic pregnancy which according to consumer, resolved spontaneously. Therefore, causality with essure (device ineffective) cannot be excluded. Initially, this case was regarded as non-incident. Upon receipt of follow up information (pregnancy questionnaire), ectopic pregnancy was reported. Since ectopic pregnancy can lead to a life threatening condition, this case was upgraded to incident. The product technical analysis concluded that based on the available information, there is no evidence of a quality defect. Further information to clarify the circumstances regarding ectopic pregnancy has been requested.

Manufacturer narrative:
Follow-up received on 02-mar-2016 from physician: essure health care provider pregnancy questionnaire was received. The (B)(6) female consumer had no previous gynecological interventions, problems or procedures and had as previous pregnancies gravida 2, para 3 and no spontaneous, elective or therapeutic abortion nor ectopic pregnancies. She had essure (lot number b06098, model number ess305 and expiration date 06-nov-2013) inserted on (B)(6) 2013. Consumer was not postpartum at the time of insertion. The insertion was performed during follicular fase. Cervical dilatation and analgesia with toradol were applied during insertion and there were no abnormal uterine findings prior to insertion. No sounding or general anesthesia was done. Visualization of tubal ostium as well as the insertion were easy. There was no fluid loss more than 1500 cc and the procedure did not take more than 20 minutes. As back-up contraception after essure insertion and before total occlusion confirmation consumer used unspecified oral contraceptive pills, until (B)(6) 2014, when hysterosalpingogram was performed showing complete blockage of bilateral fallopian tubes. She was advised by the doctor to rely on essure based on the result of the test. Physician informed that consumer was transferred and it was never confirmed to them that she was pregnant. Health care professional does not know whether pregnancy was confirmed by a physician or her plans for pregnancy. It is unknown whether essure was removed or whether removal was planned. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented ectopic pregnancy. This event is serious due to medical significance and is listed in the reference safety information for essure. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In the present case, hysterosalpingogram was performed showing complete blockage of bilateral fallopian tubes. Approximately 22 months after insertion, consumer had an ectopic pregnancy which according to consumer, resolved spontaneously. Therefore, causality with essure (device ineffective) cannot be excluded. Physician informed that consumer was transferred and it was never confirmed to them that she was pregnant. Initially, this case was regarded as non-incident. Upon receipt of follow up information (pregnancy questionnaire), ectopic pregnancy was reported. Since ectopic pregnancy can lead to a life threatening condition, this case was upgraded to incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. An updated product technical analysis with lot number is expected.

Manufacturer narrative:
Follow-up received on 15-feb-2016: product technical complaint medical assessment was updated: medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Follow-up received on 02-mar-2016 from physician: essure health care provider pregnancy questionnaire was received. The (B)(6) female consumer had no previous gynecological interventions, problems or procedures and had as previous pregnancies gravida 2, para 3 and no spontaneous, elective or therapeutic abortion nor ectopic pregnancies. She had essure (lot number b06098, model number ess305 and expiration date 06-nov-2013) inserted on (B)(6) 2013. Consumer was not postpartum at the time of insertion. The insertion was performed during follicular fase. Cervical dilatation and analgesia with toradol were applied during insertion and there were no abnormal uterine findings prior to insertion. No sounding or general anesthesia was done. Visualization of tubal ostium as well as the insertion were easy. There was no fluid loss more than 1500 cc and the procedure did not take more than 20 minutes. As back-up contraception after essure insertion and before total occlusion confirmation consumer used unspecified oral contraceptive pills, untill (B)(6) 2014, when hysterosalpingogram was performed showing complete blockage of bilateral fallopian tubes. She was advised by the doctor to rely on essure based on the result of the test. Physician informed that consumer was transferred and it was never confirmed to them that she was pregnant. Health care professional does not know whether pregnancy was confirmed by a physician or her plans for pregnancy. It is unknown whether essure was removed or whether removal was planned. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented ectopic pregnancy. This event is serious due to medical significance and is listed in the reference safety information for essure. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In the present case, hysterosalpingogram was performed showing complete blockage of bilateral fallopian tubes. Approximately 22 months after insertion, consumer had an ectopic pregnancy which according to consumer, resolved spontaneously. Therefore, causality with essure (device ineffective) cannot be excluded. Physician informed that consumer was transferred and it was never confirmed to them that she was pregnant. Initially, this case was regarded as non-incident. Upon receipt of follow up information (pregnancy questionnaire), ectopic pregnancy was reported. Since ectopic pregnancy can lead to a life threatening condition, this case was upgraded to incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. An updated product technical analysis with lot number is expected.

Manufacturer narrative:
Quality safety evaluation received on 28-apr-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect. The reported medical event is known possible undesirable event and not indicative of a quality defect per se. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented ectopic pregnancy. This event is serious due to medical significance and is listed in the reference safety information for essure. When a pregnancy occurs after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure. In the present case, hysterosalpingogram was performed showing complete blockage of bilateral fallopian tubes. Approximately 22 months after insertion, consumer had an ectopic pregnancy which according to consumer, resolved spontaneously. Therefore, causality with essure (device ineffective) cannot be excluded. Physician informed that consumer was transferred and it was never confirmed to them that she was pregnant. Initially, this case was regarded as non-incident. Upon receipt of follow up information (pregnancy questionnaire), ectopic pregnancy was reported. Since ectopic pregnancy can lead to a life threatening condition, this case was upgraded to incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event, the reported lack of efficacy and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.